Manufacturer narrative:
The actual device involved in the incident was returned to kerr corporation for evaluation. The returned product was tested for adhesive strength test and results were found to be within specifications. This is the final report.

Event description:
On december 24, a doctor reported that a bridge placed with maxcem elite cement fallen off in a patient.